Event description:
It was reported to philips that the system was unable to turn on correctly. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that when trying to turn on the device, it does not start. Review of the logfile shows malfunction ' system was unable to turn on correctly '. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found the lan1 of ippc was not communicating, suggested for ippc replacement. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and found that when the allura was turned on using the power on button on the review module, the pcs power on, but the host pc did not power on and pressing the button on host pc turned the same host pc on and system worked normally. The fse confirms issue with the bios battery. To resolve the issue, the fse replaced the bios battery on host pc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.